Event description:
It was reported that the pt has been experiencing pain and discomfort at the ipg pocket site regardless whether the stimulation is in use or not. The pt indicated his system works as intended and he does use stimulation. However, he states the pain from the implant itself has caused more difficulty than relief it is able to provide. The pt is working with his physician to determine a resolution to this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.